Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic damage to the driveline could not be confirmed. Additionally, a direct correlation between heartmate ii lvas and the reported chest pain could not be conclusively determined. The patient remains ongoing on vad support and no further issues have been reported. The hmii lvas IFU lists all adverse events that may be associated with the use of heartmate ii left ventricular assist system and the proper actions associated with them. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient underwent a left heart catheterization and was not found to have any vessels amenable to intervention. The patient was discharged to home.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen for evaluation of chest pain and incidentally was noted a damaged driveline needing rescue tape, and patient reported having to ¿wiggle¿ her driveline when she hears beeping. Log file analysis showed that the event history did not contain any evidence of any type of driveline issue. The tears in the driveline outer jacket were cosmetic only at that time and there were no other unusual events recorded in the log file. The mcs equipment was operating as intended and no further information was provided.